Event description:
Right knee pain [arthralgia], right knee swelling [joint swelling], right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a nurse via sales representative regarding a female patient approximately (B)(6), initial unknown. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one into both knees (dosage regimen and route of administration not provided). The lot number of synvisc one was not provided. On (B)(6) 2013, the patient complained of right knee pain and right knee swelling. It was reported that the patient was using a cane to walk. On unspecified dates in 2013, patient experienced right knee effusion and 20 cc of fluid was aspirated from the knee and the culture was negative. On an unspecified date, the patient received treatment with medrol (methylprednisolone) dosepak for right knee pain, right knee effusion and right knee swelling. The action taken with synvisc one treatment was not provided. On an unspecified date, the patient recovered from the events of right knee pain, right knee effusion and right knee swelling and was doing fine. Concomitant medications were not provided. The intensity for the events of right knee pain, right knee swelling and right knee effusion was not provided. The relationship between synvisc one and the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.